Event description:
It was reported that bd syringe 3ml ll 200 s/c barrel cracked. Complaint via email. Incident or problem information. Alberta mdip reference number (ID) (B)(4). Date of incident (yyyy-mm-dd): on (B)(6) 2026. Type of incident/problem a1. Defect (observed prior to use). Level of harm hazard. Alberta optional report to cmdsnet (health canada). Incident details nurse was injecting sw into the cathflo vial to reconstitute the medication. When the nurse depressed the plunger, sw sprayed out from the side of the syringe. Upon inspection of the syringe, a crack approximately 1 inch in length noted length wise on the syringe. As there was some sw in the vial, but some had also sprayed out, nurse was unsure exactly how much was in the vial, and the vial of cathflo had to be wasted. Device information. Device name/description syringe luer lock tip 3ml. Manufacture becton dickinson canada inc. Manufacturer code/model 309657. Serial or lot number unknown. Supplier (B)(4), supplier/catalogue number 308-309657. Is the device retained? Yes. Number of devices 1. Wiped, contained, labelled? Device was clean or not used. Investigation request. Expected type of investigation: actual device tested. E-mail address for person holding device. Site shipping address. Clinical contact information. Primary clinical contact (cc on final report). Manager (cc on final report). Mdip filing reference ID (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.